Manufacturer narrative:
The reported medfusion® 3500 syringe pump was returned for investigation. Visual inspection found that the device tamper sticker was void and the pump was in poor condition and the top case was chipped and cracked. A review of the device event history log confirmed that the check clutch/plunger lever error had occurred. During functional testing, the device underwent a flow test; the reported error occurred. Upon further examination, it was found that the position potentiometer screw was missing from where it attached to the extrusion. Additionally, it was found that one of the wires for the position potentiometer was damaged. The device position potentiometer was repaired. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests. Investigation determined that the root cause of the check clutch/plunger lever error was physical damage to the device. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch plunger level error. No patient injury was reported.